Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) review the alert and high out of range (oor) pacing impedance were exhibited. Ts suggested to contact the hospital immediately. At this time, this pacemaker and non boston scientific (bsc) right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information confirmed that the patient will be monitoring for now. There's no need for intervention. The auto safety switch to unipolar and measurement are within normal range now.